Manufacturer narrative:
Additional information received indicated a revision procedure was performed and the lead was abandoned. A new rv lead was successfully implanted. The physician indicated that the serial number of the lead was not available. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, which was identified on remote monitoring. During a device follow-up appointment the rv pacing thresholds had increased from 0.5 volts at 0.4 milliseconds (ms) to 5.5 volts at 2.0 ms. The outputs were increased to 7.5 volts at 2.0 ms and the patient was hospitalized. An x-ray planned to be performed to evaluate the lead position. No adverse patient effects were reported.